Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the unit was not cutting at correct depth and required recalibration. There was a delay of 1-15 minutes reported to retrieve an alternate device. The harvested graft was not able to be used and an additional unplanned graft was taken as it was an undercut size. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit was not cutting at correct depth and required recalibration.. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that when set on 12 thickness (no taking skin properly) is wrong needs to be calibrated. Making funny noise when taking the skin and the reciprocating arm, bearings, motor , poppet assembly, seal and retaining ring were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet australia on (B)(6) 2018 revealed that side play found on depth bar and the device calibration was out of specifications at all settings. Prior to repair by zimmer biomet taiwan it was also noted that the motor, bearing pack, o-ring, seal and reciprocating arm were defective. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, bearing pack, o-ring, seal and reciprocating arm . Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review by zimmer biomet australia on (B)(6) 2018 revealed that side play found on depth bar and the device calibration was out of specifications at all settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review that side play found on depth bar and the device calibration was out of specifications at all settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.